Event description:
It was reported that during a hospitalization, the patient ran away from the hospital and fell in a ravine. The patient was found a day later in serious condition. The device was checked and showed increased threshold and the shock impedance increased. The lead was explanted. Visual exam showed the coil rupture at the proximal side.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the proximal end of the rv shock coil was displaced and twisted. No defects in material or workmanship was found.